Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the ipg site. In turn, the patient experienced overstimulation at the ipg site down to the knee. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their pocket relocated. Effective therapy was restored postoperatively.